Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was at the site to test the equipment. Started planned maintenance (pm) and the charger boards were giving a distinct high pitch squeal with every exposure. All of the batteries are charging properly and meet the voltage specification. All charger outputs are also within the specified tolerance. However, when the image acquisition system (ias) is unplugged the x indicator is blank with a minute. Recommends the replacement of all 30 generator batteries and parts shipped for replacement. The imaging system issue not resolved. No parts returned for analysis.

Event description:
A medtronic representative reported that while performing a planned maintenance (pm) on the imaging system, he discovered the xray battery indicator lights are dropping to zero when the umbilical cable is unplugged and he's not able to consistently acquire 3d spins. There was no patient present when this issue was identified.